Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Impella cp was returned for evaluation. Upon visual inspection, a kink in the catheter just past the red handle kink protector was observed. Pump did not pass laser continuity testing and light was observed emitting from the kink in the catheter. Pump was connected to the console and alarm reproduced when connected to console. Data logs were reviewed and lt log of case shows a sudden change in optical 5s parameters consistent with a fiber break. Clinical details noted that a alarm was noted on support and no ps waveform was observed on aic. Pump remained in patient for an additional 2 days before explant. The root cause of the optical signal issue was due to a damaged fiber in the catheter right past the red handle kink protector.

Event description:
The complainant reported that a cp pump was placed to support a patient with acute myocardial infarction and cardiogenic shock. During support, a 'placement signal not reliable' alarm appeared. However, both the motor current and flow remained within range, and support continued without interruption. No patient harm was reported.